Event description:
In the warehouse, it was noticed that there are screws of different lengths in the same package.

Manufacturer narrative:
Summary of evaluation: the screws were mixed during the cleaning process. New designed trays with screw identification to separate different batches have been instituted to prevent further mix up of screws.